Manufacturer narrative:
The reported event was confirmed. Visual inspection of the inflated balloon found it to be deformed. An engineering evaluation was conducted by r&d for root cause analysis. However, the reported deformity could not be replicated. Manufacturing records were unable to be reviewed due to no lot number being provided. The unusual coronary sinus pressure is likely due to the balloon abnormalities. Based on the information available and product evaluation, a root cause could not be definitively ascertained and does not appear to be manufacturing related. The instructions for use, training, and risk control measures are appropriate at this time. Complaint history was run from (B)(6) 2012 through (B)(6) 2014, revealed the only one other case of a miss-shaped balloon shares the same reporting hospital as this complaint. Trends will continue to be monitored through the edwards quality system.

Event description:
It was reported that during the use of a proplege coronary sinus catheter that the "proplege balloon would not inflate normally. The balloon would inflate into a figure 8 instead of a nice round balloon. We noticed unusual coronary sinus pressure. We noticed the weird balloon configuration when we pulled it."

Manufacturer narrative:
Device evaluation is currently underway.